Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error: using an implant that was too long or installing the implant too deep.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were installed. The patient later reported to a different surgeon with complaints of radicular pain and requested that the implants be removed. The surgeon determined that the implants may be the pain generators. In (B)(6) 2020, the surgeon performed a revision procedure where he removed all three implants using chisels. The status of the patient following the revision procedure is not known.